Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual sample was received for evaluation. Visual inspection revealed that the stainless steel section that the stainless steel section had been bent at approximately 60 mm from the distal end of the device. Magnifying inspection of the platinum coil section did not find any anomaly, such as a widened coil pitch. Magnifying inspection of the bent section of the stainless steel coil confirmed that the coil pitch had not been widened. There was not any anomaly, such as a widened coil pitch, on the reminder of the stainless steel section. The outside diameters of the platinum coil section and of the platinum coil section were confirmed to meet manufacturer specifications. Reproductive testing was performed using a factory retained sample. To simulate the situation where a ptca guide wire is trapped in a calcified lesion, a factory- retained ptca guide wire was trapped at approximately 25mm from the distal end of the device with forceps. In this state, the ptca guide wire was subjected to pulling force in the direction of withdrawal. The platinum coil was stretched/the coil pitch was widened on approximately 27-30mm from the distal end of the device. Review of the device history record and shipping inspection record of the involved product code/lot# combination was conducted with no findings. IFU states: if any resistance to the runthrouhgh ns or the dilatation catheter is felt during manipulation or if the shape, behavior or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded as shown in fig.2, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely when the actual sample was inserted into the lesion, the platinum coil section was caught in a hard object, including a calcified section in the lesion. Subsequently, in this state, the actual sample was subjected to excessive pushing force. However, the exact cause of the reported event cannot be definitively determined based on the available information. This report is for the second device reported. For the first device reported, that was used on the same patient, see MDR 9681834-2018-00214. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. - attachment: [uf (B)(4).pdf]

Event description:
The user facility reported the runthrough wire became stuck on the ivus (intravascular ultrasound) catheter and would not come out during lhc (left heart cath). The physician had to pull fairly hard, and pulled back on both the runthrough and ivus catheter and the ikari left 3.75 guide he was using, as he was concerned that the wire had separated. Once he got it out, he inspected it, and nothing was left behind. However, the wire had started to separate and was completely coiled up/corkscrew up. Initially the wire and ivus catheter went down the circumflex fine, it was upon pull back that the wire and catheter became stuck together. The doctor said severely calcified and 90 degree turn so the calcium and angle probably forced the wire to kink and the ivus to become stuck on the wire. After pulling it all out, doctor ballooned and stented, and then tried to ivus again. However, the same thing happened for a second time. This time he did not force it when he felt resistance and pulled everything out. The second runthrough was kinked. He was able to complete case; the left heart catheterization was successful. The patient was reported to be stable and fine. User facility medwatch report # (B)(4) was received by terumo medical on november 28, 2018 and reported: "during ivus of circumflex artery for pci, the acist ivus catheter was stuck on a runthrough coronary guidewire during attempted removal. To troubleshoot, the wire and the ivus catheter were carefully pulled back into the guidecatheter. The ivus catheter was then able to be removed off the wire and noted to be torn at the monorail exit point where the coronary wire would exit. The runthrough wire was then noted to be stuck within the guidecatheter. Thus a snare device was used to successfully retrieve and remove the runthrough wire. All segments of the wire were confirmed to be removed out of the body, and confirmed by comparing to a brand new wire outside of the body. Brand new coronary wires used to complete the intervention. Post-stent deployment, a brand new ivus catheter was used to perform post pci ivus catheter were immediately removed as a unit successfully. No foreign body remained in the patient. No harm done to patient. Original intended procedure cardiac catheterization".